Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012.device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained holding sleeve shows that a piece actually broke off the tip of the thread. Unfortunately, it is no longer possible to comprehend this damage. Therefore the disposition of this complaint is indeterminate. Further investigation regarding the device history record, revealed the holding sleeve-long for matrix was manufactured by magnum manufacturing center. The part was inspected to the synthes incoming final inspection sheet and the product conformed to all requirements.

Event description:
Thread broke off during surgery. This is report 1 of 1 for complaint (B)(4).